Event description:
It was reported that (1) tx60b was used during an unknown procedure. It was reported by the rep that the stapler was left in the coorinator's office. The note said "staples would not crimp". This is all the info available. There was no consequence to the pt.